Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported phenomenon was confirmed when the device was connected to test equipment during activation. An error code u509 was displayed when the grasping section was in the close position. A visual inspection found that the teflon pad had separated and a portion was missing exposing metal on the grasping section. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a diagnostic laparoscopic appendectomy procedure, the device would not activate when connected. The device also displayed a seal short circuit error message (u509). The device was replaced with another similar device and the intended procedure was completed. There was no patient injury reported.